Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:19:23. During night drain cycle three, the patient's ultrafiltration reading was 2119ml, indicating the home patient (hp) drained 2119ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.